Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2021. The patient had been up-listed to transplant list due to driveline infection. The device was functioning as intended at the time of transplant and no abnormal parameters were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with worsening driveline drainage. The patient was taken to the operating room on (B)(6) 2021 for repeat incision and drainage with wound vac placed. The driveline culture was positive for pseudomonas. 2 blood cultures were negative. Computerized tomography (CT) scan showed fluid collection around the driveline but not in contact with the left ventricular assist device. The patient was started on oral rifampin and IV cefepime in addition to IV vancomycin. The patient has been listed as a status 3 on the transplant list.